Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. Blood entered the lead during placement. The physician decided to remove and replace the lead. No patient complications have been reported as a result of this event.